Event description:
A customer reported that the coulter lh500 hematology analyzer was leaking green fluid from tubing around solenoid 160. The leak may have contained blood, diluent, cbc lyse and cleaning reagent (clenz). The customer was wearing personal protective equipment consisting of a lab coat and gloves. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. No patient result was affected by this event. There was no death, injury or change to patient treatment as a result of this event. The field service engineer (fse) stated the tubing at pinch valve ((B)(4)) had a hole in it. The customer replaced the tubing, and the instrument was operational and the issue was resolved when the fse arrived. The cause of the leak was a hole in tubing at pinch valve ((B)(4)).

Manufacturer narrative:
(B)(4).